Manufacturer narrative:
Approximate age of device- 1 year, 2 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient had a pump exchange due to thrombus.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of suspected thrombus could not be confirmed. Per the vad coordinator, the pump will not be returned for evaluation. Device thrombosis and hemolysis are listed as adverse events that may be associated with the use of heartmate ii left ventricular assist system and information regarding how to monitor and respond to such events can be found in the heartmate ii IFU. No further information was provided. The manufacturer is closing the file on this event.